Event description:
Covidien-(B)(4) rec'd a report that a n-560 did not make an alarm sound when spo2 value violated a lower alarm limit setting. No pt harm reported.

Manufacturer narrative:
Covidien has requested from the customer that the unit be returned for investigation.